Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported for right side "inflamed, created a liquid, had to puncture and is now encapsulated". The device remains implanted. Patient reported "increased volume of right breast", "rotation of the right prosthesis", "intracapsular fluid on the right", "nodule with enhancement on the right breast", "cyto inclusion of aspirate puncture of peri-implant breast lesion in the upper lateral quadrant of the right breast: cystic lesion with an immunohistochemical profile compatible with a reactionary inflammatory process peri-implant breast".

Manufacturer narrative:
Continued h.6: [health effect - impact codes]: f2203.

Event description:
Patient reported for right side "inflamed, created a liquid, had to puncture and is now encapsulated". The device remains implanted. Patient reported "increased volume of right breast", "rotation of the right prosthesis", "intracapsular fluid on the right", "nodule with enhancement on the right breast", "cytoinclusion of aspirative puncture of peri-implant breast lesion in the upper lateral quadrant of the right breast: cystic lesion with an immunohistochemical profile compatible with a reactionary inflammatory process peri-implant breast". Patient representative reported "right breast was hardened", "recall of natrelle prostheses", "patient has been living in days of terror and despair, with pain, burning, prosthesis encapsulation, fear of infections, diseases and risk of deformity, aware that can suffer very serious damage to health if surgery was not performed".